Event description:
Device malfunction: thumb advancer would not fully advance. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after a diagnostic left heart catheterization. The procedure went well until step 3 when the thumb advancer would not fully advance and the device was withdrawn from the body. The last distal centimeter of the sheath did not split. Closure was achieved with manual compression and there was no patient adverse effect. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not completed.